Event description:
Customer's wife called in to report of the customer having his meter set in the wrong unit of measure. He was receiving readings on his unlocked freestyle meter in mg/dl instead of mmol/l. Due to the incorrect unit of measure, the customer dosed his insulin based on the mg/dl readings. He then developed severe hypoglycemia and lost consciousness. The paramedics were called and the customer was treated for hypoglycemia. The actual course of the customer's treatment is not known.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.